Manufacturer narrative:
Event date defaulted to (B)(6) 2017 as the exact occurrence date was unknown. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during a technical support call during a prior treatment (date not provided), when he removed the cassette he noticed some moisture inside the door and on the cassette. The pd stated that he was advised by his pd nurse to wipe it off and it was ok to continue using the cycler. No additional information was able to be obtained and additional information was being solicited.

Manufacturer narrative:
Event date defaulted to (B)(6) 2017 as the exact occurrence date was unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during a technical support call during a prior treatment (date not provided), when he removed the cassette he noticed some moisture inside the door and on the cassette. The pd stated that he was advised by his pd nurse to wipe it off and it was ok to continue using the cycler. No additional information was able to be obtained and additional information was being solicited.